Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The event occurred at the beginning of a diagnostic procedure. The intended procedure was completed using another similar device. A delay of 5-10 minutes occurred.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Visual inspection of the returned device revealed a bent terminal pin inside the receptacle board; a test camera used to test the device confirmed no image was present. In addition, the digital light cable could not be attached properly to allow the unit to control the light source unit. The pins on both sides of the connector appeared worn and out of shape.

Event description:
The user facility reported to olympus a damaged pin in the camera connector. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was the scope used in combination with the olympus, cv-190 video processor.